Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reports that about 2 months ago he noticed a change in the eakin seals he was using the mass was breaking down in less than a day leading to leakage and frequent appliance changes he reports that the skin under the entire area covered by the seal is red weeping and bleeding a little at every change he states "I think I am allergic to the eakin seal now".